Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that loss of sensing and pacing were noted. Lead dislodgement into the atrium was observed. Lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the event.